Event description:
Customer reported that she was hospitalized due to a high blood glucose reading near 500 mg/dl. She stated that she had been wearing the insulin pump the entire time she was hospitalized. When the customer changed her insertion site before a routine visit with her health care provider, she noticed that the infusion set cannula was bent. At the visit, the blood glucose and blood pressure were so high that her health care provider had her hospitalized. She reported that the adhesive on the site piece often sticks to the inside of the sticks and pull back on the site after insertion. The customer also experienced diabetic ketoacidosis and extreme thirst. She was treated for two days at the hospital and then released. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having a high blood glucose level for which the value was not provided. It was determined that the high blood glucose level occurred as a result of the insulin pump. No further information was provided.

Manufacturer narrative:
This information is provided to include event details in section b5 that became available after our original medwatch form was submitted, and to correct the event type.